Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the subject device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from all channels of the subject device. The testing result cleared the (B)(6) guideline. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. [First time; (B)(6) 2018]: non-aureus staphylococcus (1 cfu / endoscope); [second time; (B)(6) 2018]: bacillus sp (1 cfu / endoscope); [third time; (B)(6) 2018]: cryptococcus uniguttulatus and non-aureus staphylococcus (2 cfu / endoscope); [fourth time; (B)(6) 2018]: ochrobactrum anthropic and non-aureus staphylococcus (5 cfu / endoscope). The user facility also informed that the subject device was brand new scope and it had never been used for a patient. The device had been manually reprocessed using peracetic acid. There was no report of infection associated with this report.